Manufacturer narrative:
A photograph of the explanted devices was provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient required a revision surgery. The liner was replaced with a 2043c-325y and biolox 28mm head. Product was originally implanted approximately 19 years ago.

Manufacturer narrative:
An event regarding revision surgery involving an omnifit liner was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the device was not returned however an image of the device was provided, the image showed damage to the surface and rim of the liner. This is consistent with explantation damage. Dimensional and functional inspection was not performed as the device was not returned. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review was not performed as the lot ID is unknown. Complaint history review was not performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, lot details, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient required a revision surgery. The liner was replaced with a 2043c-325y and biolox 28mm head. Product was originally implanted approximately 19 years ago.